Manufacturer narrative:
On 19 april 2016 it was prepared a final report with the information already submitted in the initial report. On the same date the report was sent to the initial reporter and the case was closed.

Manufacturer narrative:
Batch review performed on 16 february 2016. Lot 141793: (B)(4) items manufactured and released on 06 june 2014. Expiration date: 2019-04-30. No anomalies found related to the problem. To date, all items of the same lot have been already sold without any similar reported event. On 19 feb 2016 the medical affairs director made the following comment: according to report, the tkr had been performed too tightly one and half year before reoperation. As the thinnest insert had been used, reoperation consisted in ligament release only. There is no reason to suspect that such situation was induced by a defect intrinsic to the implanted devices.

Event description:
The patient came in with tightness of the knee during flexion and extension. The surgeon opened the patient's knee and stretched the soft tissue including the pcl. Since the patient had a 10mm insert the surgeon could not decrease the size of the insert but felt the stretching he preformed increased the patient's knee mobility. The surgery was completed successfully. The x-rays may be available. The explant will not be returned.